Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during set up. The nurse could not clear the system message. One case was canceled. The patient was not prepped. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The fluidics module was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2010. (B)(4).